Event description:
It was reported that the patient with this right ventricular (rv) lead had experienced a suspected cardiac tamponade due to lead perforation which occurred during generator change out procedure. It was noted that a thoracotomy was being performed and the lead may have been pressed too hard. The patient died the next day. No additional adverse patient effects were reported. This product remains in situ so it will not be returned to boston scientific for additional analysis at this time.

Event description:
It was reported that the patient with this right ventricular (rv) lead had experienced a suspected cardiac tamponade due to lead perforation which occurred during implant procedure. It was noted that a thoracotomy was being performed and the lead may have been pressed too hard. The patient died the next day. No additional adverse patient effects were reported. This product remains in situ so it will not be returned to boston scientific for additional analysis at this time.

Manufacturer narrative:
Upon further review, a correction report was provided to provide clarification that this occurred during implant procedure in the description (b5).

Event description:
It was reported that the patient with this right ventricular (rv) lead had experienced a suspected cardiac tamponade due to lead perforation which occurred during generator change out procedure. It was noted that a thoracotomy was being performed and the lead may have been pressed too hard. The patient died the next day. No additional adverse patient effects were reported. This product remains in situ so it will not be returned to boston scientific for additional analysis at this time.